Event description:
It was reported that the patient had been itching over approximately the last month. The patient denied changes in tone. The patient was also vomiting solid food. A side port aspiration was attempted but they were unable to withdraw cerebrospinal fluid (csf). The patient was alive with no injury at the time of the report, and was being admitted to the hospital for failure to thrive, chronic malnutrition, and to evaluate for all possible causes of their symptoms. Additional information received reported, the patient had spinal fusion surgery in (B)(6), and since the surgery, the patient had complained of itching. The health care provider (hcp) was reportedly unable to aspirate due to ¿negative pressure¿. No catheter issues were found, refill volumes were correct, and the patient was not in acute withdrawal. The patient had a hiatal hernia which caused the vomiting. The ¿other symptoms¿ were caused by malnutrition. Since correcting the patient¿s nutrition, the symptoms had been resolved; the patient recovered without permanent impairment. It wa s stated that this was not a pump issue; and the hernia and the malnutrition had nothing to do with the device. The pump was noted to be infusing lioresal, but the patient had been filled with gablofen for the last 3 refills; no dates were provided.

Manufacturer narrative:
Product ID 8709sc, lot# n1274330, implanted: 2008 (B)(6); product type catheter. (B)(4).